Manufacturer narrative:
Date sent: 09/11/2007. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. However, no error code 5 or damaged housing were noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap supracervical hysterectomy, the hand piece was making a whistling and squealing noise. The hand piece also gave error 5 instrument errors throughout the case. The case was completed with no patient consequence.